Event description:
On (B)(6) 2016, information was received from a foreign healthcare professional (hcp) via novartis regarding a patient who was receiving lioresal (2 mg/ml 5 ml preparation at a unknown dose) via an implantable pump for an unknown indication for use. On an unspecified date, the patient developed pump infection (implant site infection). The patient underwent a pump revision on an unknown date, and experienced peri implant pump infection afterwards. The hcps were interested in giving the patient vancomycin along with lioresal. The action taken with lioresal intrathecal was unknown. The outcome, seriousness and causality assessment of the event was not reported.